Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with photophobia and dry eye in the right eye, at the one month postoperative visit. The patient is using cyclosporine ophthalmic emulsion and artificial tears. Patient is improving.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).